Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) and the remote transmission indicated intermittent capture on the electrocardiogram. In addition, pacing was observed to be at forty beats per minute, and the patient complained of feeling twitching in their left upper arm. The right ventricular lead was capped, and the device was replaced. No patient complications have been reported as a result of this event.